Event description:
It was reported that the device had alarms for no apparent reason and the unit cannot power on or off. Alarms continuously. Removed battery and continues to alarm. Watch dog failure and replace main board. There was no patient involvement.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.